Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2023. During follow-up, the patient confirmed he presented to the emergency room with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unknown) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics; however, the drugs, dosages, durations, and frequencies are unknown. On (B)(6) 2023, the patient¿s preliminary peritoneal effluent fluid cultures returned positive (organism unknown) and the nephrologist ordered the removal of his pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient began undergoing hd therapy while hospitalized without issue, and following discharge on (B)(6) 2023 he began outpatient hd therapy on (B)(6) 2023. The patient stated he will not be returning to pd as it was not a good fit for him. The patient stated he was unaware of what may have caused the infection but did not feel it was related to a fresenius product(s) and/or device(s).